Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2015 with the following findings: a review of the pump¿s black box showed one 064 call service alarm with high force occurring as a result of an occlusion during prime. During testing, the rewind, load and prime sequence was performed successfully. The pump was exercised for 24 hours with no alarms occurring. The pump¿s cover was removed and no internal moisture and no intermittent conditions were found to the motor circuit. The call service alarm issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.